Manufacturer narrative:
Plant investigation: two complaint product samples from the reported lot were returned to the manufacturer for physical evaluation. During the visual inspection of the samples no damage was observed in the film or hard plastic of the cassette; the cycler sets are acceptable. Additionally, the samples were tested in the liberty select cycler and worked as intended without any abnormalities during the tested period; no alarms were encountered on the cycler. During evaluation of the samples the alleged failure was not confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint is unable to be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during an unknown phase/cycle of dialysis. A fluid leak was subsequently discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the cassette door. The patient was advised to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported the patient would complete treatment manually. Upon followup the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. It was confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. It was confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during an unknown phase/cycle of dialysis. A fluid leak was subsequently discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the cassette door. The patient was advised to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported the patient would complete treatment manually. Upon followup the patient confirmed the reported event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. It was confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. It was confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.